Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were not confirmed. Upon troubleshooting, the camera head was working without error on another 4k tower. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had an e224 scope communication error and was not displaying an image. The issue was found during the procedure. The intended procedure was a therapeutic laparoscopic (shoulder arthroscopy). The procedure was not prolonged, postponed, or cancelled. No medical intervention was required as a result of the reported problem and the outcome of the procedure was not affected. There was no patient or other person affected or involved in the event. The procedure did not have to be completed with a different device. No patient harm was reported.